Event description:
Following successful ablation of a calcified lesion in the lca circumflex with 90% stenosis with the 1.75mm rotablator device, while dynagliding out the guide wire tip fractured in a very distal artery with an acute angle. Attempts to retrieve the guide wire tip were unsuccessful; therefore, the tip was left in the pt. No further complications were noted. The pt was reported in good condition.